Manufacturer narrative:
As of today, device return and additional information has been requested for this complaint but has not become available. Since neither the underlying medical documents nor device part details were received for investigation no thorough medical investigation, manufacturing record review and assessment of the reported event can be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient¿s particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that left hip revision surgery was performed due to loosening of femoral component.

Manufacturer narrative:
Additional information filled in b5, d1, d2, d4, d11.

Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation. A clinical analysis indicated that it should be noted patient has a history of falls. The revision intraoperative report did not indicate the femoral component was found to be loose and no medical imaging or imaging reports were provided for review. Without the supporting imaging and/or the analysis of the explanted components, the root cause of the reported femoral loosening cannot be confirmed and it cannot be concluded that the reported femoral loosening was associated with a mal-performance of the implant. The patient impact beyond the pain, revision and expected transient post-op convalescence period cannot be determined. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch numbers. A review of the risk management file and instructions for use document for this failure mode was conducted. Factors and/or some potential probable causes that could contribute to the reported event have been identified as fit/sizing, traumatic injury, abnormal motion over time, design of device, osteolysis, and poor ingrowth. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved and no patient medical records, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that left hip revision surgery was performed due to indications of metal-on-metal failure including elevated cobalt levels.